Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on november 25, 2019. The cause was reported to likely be due to a broken wire in their back, which was giving them a poking and stinging sensation where it was broken. The patient noted they believe the doctor failed to do a proper surgery and had left a broken wire in their back. The cause was not determined. They had tried to get the ins to turn on, but couldn't get it to turn on nor could they feel any stimulation. The patient met with a manufacturer representative (rep) who had tried everything they could to resolve the problem, but couldn't, even after trying to use their own equipment. A surgery has been scheduled for (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that in (B)(6) 2019, the patient started getting pain in their leg and so they decided to turn their device on, but they couldn't feel stimulation after turning it on. It was confirmed that the patient hadn't had any trauma or falls. Patient services had them check their ins using their controller during the call. It was confirmed that the stimulation was set to on and the setting was at 4.2v. Assistance was provided to get the intensity up to 7.5v, but they still could not feel anything. It was noted the patient did not have any other groups to try. They were redirected to see their doctor to have the device checked. No further complications were reported or anticipated.